Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had interoperative failure resulting in black image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported, that the subject device had interoperative failure. Resulting, in black image. The issue was found, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Three attempts were performed to obtain additional information, but no further information was received from the customer. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the video cable is broken based on the results of the investigation, it is likely, the following led to the malfunction: the video cable is broken. And therefore, the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.